Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the lower seam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 09, 2018 - august 10, 2018. The device was received for evaluation. A visual inspection observed a small tear at the lower seam in back of the bag next to the additive port where the customer marked. A functional testing was performed which revealed leak at the lower seam in the back of the bag. Additional magnified inspection observed a tear/hole at the lower seam in back of the bag which causes the leak. The reported condition of leak in the lower seam in the corner was verified. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.